Event description:
It was reported that at the implant procedure the lead was placed with high thresholds in two positions. On third attempt, a straight stylet was unable to be inserted past 2/3 of the way down the lead. Another straight stylet was utilized with the same result. The lead was removed from the patient and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet was fully inserted in the lead with no resistance. The helix extended and retracted within specification and with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).